Event description:
After collection, the phlebotomist thought she activated the safety sheath over the safety lok blood collection set. She noticed that around 1/4" of the needle was exposed prior to her "nicking" herself. The employee went to employee health and started prophylactic treatment. Lot number unknown. Account offered to be re-trained.